Event description:
Boston scientific received information that during the change out of this device due to normal battery depletion, the right ventricular and right atrial leads were both noted to be stuck in the device header. Additionally, it was noted that when removing the device from the pocket, the device header began to separate from the device can. Lead damage was sustained on both leads due to the issues, and therefore required replacement. The leads were cut with the terminal section remaining connected to the explanted device and the distal portion remaining implanted and capped in the patient. A new system was successfully implanted with no adverse patient effects reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. Additionally, the device header appeared to be loose upon return, however was still adequately attached to the can. The pacemaker passed testing that verifies the performance of pacing and sensing. Laboratory testing was able to confirm the allegation of stuck leads in the device header.